Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional contact (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported multiple tego connectors have obstruction issues over a period of time. The complaints occurred during dialysis or already when flushing, the sealing caps partially pinch shut or close completely. There was patient involvement and no patient harm. No further information was available.

Manufacturer narrative:
Received eight (8) used d1000 tego connectors for inspection. Each tego was accessed with a luer lock syringe to activate the devices and see if occlusions could be observed. Five (5) samples had the internal seal wall buckled during activation that resulted in occluded flow. The probable cause is due to errant solvent applied during manual assembly in ensenada. One (1) sample had the seal collapsed occluding the fluid path. The probable cause is due to overtightening during use. Dfu states: do not overtighten. One (1) sample had errant adhesive in the fluid path of the tego. The probable cause is due to errant adhesive applied during manual assembly in ensenada. One (1) of the samples had blood in the fluid path as received but no defects or anomalies were found. The reported complaint can be confirmed on seven (7) of the eight (8) returned tegos. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.